Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient stopped vyalev therapy due to ongoing skin concerns. The patient reported experiencing bruising, cellulitis, and nodules at the skin sites. No further information available.